Event description:
The alaris pump was alarming "air." The nurse opened the module to assess the line. As the nurse was removing the tubing from the pump module, the tubing broke off from the bottom of the clamp site (where it inserts into the pump). The tubing was infusing hyperalimentation, which was no longer able to run. D20% was ordered in its place. The tubing was not saved.